Manufacturer narrative:
This report is submitted on december 24, 2019.

Event description:
Per the clinic, the patient experienced skin overgrowth. There was a skin revision to remove the overgrown skin on (B)(6) 2019.